Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this dextrus lead was exhibiting elevated threshold measurements due to dislodgement. A revision procedure was performed and while the lead was being repositioned, impedance measurement increased to 1300 ohms. The physician requested a new lead and this dextrus lead was explanted. Visual inspection noted a large amount of tissue on the helix which may have been causing the higher impedance measurement. A new lead was implanted without further incident. No adverse patient effects were reported. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.